Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and subsequently expired the same day. It was reported that these events occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.